Event description:
Ous MDR - this lead was capped due to high impedances and unstable thresholds. No abnormal observations of the lead were made during the revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend curves demonstrated an increase of the pacing impedance from initially 600 ohms in (B)(6) 2016 to >3000 ohms in (B)(6) 2017. Furthermore the test measurements showed an increase of the pacing threshold from 0.8 v @ 0.4ms in (B)(6) 2017 to 1.8 v @ 0.4ms in (B)(6) 2017. Based on the data calcification of the lead tip should be taken into consideration. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.